Manufacturer narrative:
As reported, post-implant of the ventrio st, the patient experienced an allergic reaction at the site of implant. It was reported that the patient is scheduled for a reactivity test. Based on the information provided, no conclusion can be made. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists allergic reaction as a possible complication. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in january, 2018. Note, the date of event is provided as a best estimate ((B)(6) 2019) based on the reported event. If/when reactivity test is performed and the results are provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, during a recurrent incisional hernia repair procedure on (B)(6) 2019, the patient was implanted with a bard/davol ventrio st mesh, which was fixated using an optifix open fixation device. It was reported that a few weeks post-implant, the patient experienced generalized itching in the area of mesh implant and the surgeon suspects that the patient has an allergy to the mesh. As reported, the surgeon is planning to perform a reactivity test with the ventrio st mesh sample.

Event description:
As reported, during a recurrent incisional hernia repair procedure on (B)(6)2019, the patient was implanted with a bard/davol ventrio st mesh, which was fixated using an optifix open fixation device. It was reported that a few weeks post-implant, the patient experienced generalized itching in the area of mesh implant and the surgeon suspects that the patient has an allergy to the mesh. As reported, the surgeon is planning to perform a reactivity test with the ventrio st mesh sample. Addendum: final reactivity test results showed no reaction to the ventrio st mesh.

Manufacturer narrative:
As reported, post-implant of the ventrio st, the patient experienced an allergic reaction at the site of implant. It was reported that the patient is scheduled for a reactivity test. Based on the information provided, no conclusion can be made. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists allergic reaction as a possible complication. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 182 units released for distribution in january, 2018. Note, the date of event is provided as a best estimate (B)(6) 2019 based on the reported event. Addendum: this is an addendum to the previously submitted MDR to document reactivity test results. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's reaction. However, based on testing performed the postoperative condition of allergic reaction does not appear to be caused by the bard/davol mesh used to treat the patient. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.